Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The surgeon pushed down on the plunger/injector too fast. The plunger got hold of the haptic and damaged the lens. The lens was partially in the eye when the surgeon pulled the lens out of the eye. Lens was still partially in the cartridge. There was no pt injury. Another same model and size lens was implanted. Reporter stated this incident was due to surgeon's error.